Event description:
Saline was dripping from the bottom of strykeflow ii pump during use. Upon opening the canister to retrieve the batteries, it was discovered that the batteries were corroded.

Manufacturer narrative:
Additional information will be provided once investigation is completed.